Manufacturer narrative:
Complained product will not be not available.

Event description:
Metal pin has been wiggly/brush heads suddenly come loose - oral-b [device connection issue]. Hardened stainless-steel metal pin on the toothbrush to become worn down - oral-b [device physical property issue] . Gray foam, which seems to be coming out of the brush heads after brushing...swallowing - oral-b [accidental device ingestion] . Gray foam...coming out of the brush heads...swallowing - oral-b [exposure via ingestion]. Gray foam, which seems to be coming out of the brush heads - oral-b [device leakage]. Case narrative: male consumer via phone stated that the metal pin on his oral-b pro 1 toothbrush, model 3756, had been wiggly from the very beginning. No injury was reported. (B)(6) 2023 follow up via e-mail: the consumer reported that the hardened stainless-steel metal pin on the oral-b toothbrush became worn down and the oral-b toothbrush heads suddenly came loose without any warning. He reported that gray foam seemed to be coming out of the oral-b toothbrush heads after brushing, which was swallowed. He questioned how healthy these quantities (of gray, metallic chrome steel discharge) could actually be. No injury was reported.